Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected micro dislodgement with elevated pacing threshold measurements. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory for analysis. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood in the helix housing and tissue entwined in the helix. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected micro dislodgement with elevated pacing threshold measurements. A new lead was implanted. No additional adverse patient effects were reported.